Event description:
It was reported that the patient presented remotely. Review of the transmission revealed inappropriate automatic mode switch due to far-field r-wave over-sensing on the implantable cardioverter defibrillator. Programming changes were made on (B)(6)2021. The patient was in stable condition.